Manufacturer narrative:
The customer contacted a siemens customer care center and reported that discordant, falsely depressed carbon dioxide (co2) patient results were obtained on the dimension vista 500 instrument. A customer service engineer (cse) was dispatched and inspected the instrument. After inspecting the instrument, the cse found that the water tank went empty during the run and suspected air in lines. The customer was getting resistivity less than setpoint errors on water purification module (wpm), even after replacing the q-gard filter. The water tank resistivity dropped below 10 then came back up to 18 when starting the fill cycle. The cse replaced the wpm manifold and emptied the tank to below 85% to initiate fill and the resistivity stayed above 17. Then, the cse ran service methods, and reagent probe 1 (r1) and reagent probe 2 (r2) failed for bottom of cuvette calibration (bocc). The cse adjusted the probes, reran service methods, and all quality controls (qc). The service method tests, and all qc recovered within range. The customer also ran successful qc. Siemens further investigated the issue. Siemens determined that lack of reagent and/or water can cause inadequate mixing, which can cause falsely depressed results. Siemens resolved the issue with maintenance activities. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely depressed carbon dioxide (co2) results were obtained on two patient samples on a dimension vista 500 instrument. The depressed results were not reported to the physician(s). The samples were repeated on an alternate dimension vista 500 instrument. The repeat results were higher than the initial results and were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed co2 results.